Event description:
After drawing a blood sample, the clinician attempted to engage the needle into the needle protection device with their right hand and alleges that the needle bent and stuck the thumb of their left hand that was resting on the counter.